Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer contacted spacelabs healthcare technical support to report that while monitoring telemetry patients on a xhibit central station, all telemetry patients dropped. There was no report of patient or user harm associated with the event. The loss of communication lasted a few minutes before returning on its own. The issue was escalated to a spacelabs healthcare product support specialist (pss) to determine root cause. The pss requested a field service engineer to go on site and get logs. At this time, the logs have not been received. A follow-up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.